Manufacturer narrative:
Maquet cardiopulmonary is aware of similar complaints for this product. Similar products, showing a similar malfunction, have been tested. During investigation under CAPA process (B)(4). Maquet cardiopulmonary (B)(4) detected that in the affected products, between 6-14 fibers have separated from the polyurethane casting (or 'potting') that is at the end of the fibers. Our investigations have shown that if the fibers have separated from the polyurethan casting prior to final release, we would identify and reject the individual products as having a leak during 100% final inspection. This separation occurs at some point during the life of the product. Oxygenators that have been involved in the complaints to date, show no direct relation between the age of the oxygenator and the occurrence of the failure, however, the age of the product does have a potential influence on the occurrence of leakage. We have found that there is a potential for variation in the raw material we receive from our supplier as well as potential variation in our manufacturing process, as not all oxygenators show the failure, only the adult and small adult sizes. Both of these potential causes are currently being investigated by dedicated maquet cardiopulmonary personnel. Maquet cardiopulmonary (B)(4) initiated a customer notification (B)(4) concerning the problem, the potential risks and the recommendation in handling in the event this failure occurs. (B)(4).

Event description:
It was reported the device began leaking blood from the main gas exhaust port on the bottom of the device, one to two hours after support was initiated. The device was exchanged for another. No reported patient effect. (B)(4).